Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 53 and a failed battery test. Blood glucose value at the time of the event was 50 mg/dl. The event involved product(s) unomedical, unk_sensor, unk_reservoir, mmt-1884. Troubleshooting was performed for the pump error and battery failed alarm. Troubleshooting was declined for hypoglycemia. The customer was not using the auto mode/smartguard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unomedical. No product return is required for unk_sensor. No product return is required for unk_reservoir. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 53 alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test on (B)(6)2026 at (B)(6) in the history files. These alerts are expected and occur during normal pump operation. However, the formatted history file confirmed the pump alarmed pump error 53 (line number: 213, file number: 617) on (B)(6)2026 at (B)(6), problem isolated to the pcb1 board and pb2 board as per global logic analysis. No moisture damage noted to motor assembly, pcb1 board or pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked belt clip rails. The p-cap/reservoir does lock properly.confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. No power errors noted and passed all required testing.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.